Manufacturer narrative:
Insulin pump was received with case cracked behind pump near battery compartment, case cracked behind pump at corner of belt clips rails cracked battery tube threads and blank display due to displaced battery tube contact. Unable to perform the displacement test due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. Report states that the insulin pump was cracked on the backside near the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.